Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer needed assistance with adjusting bolus reminder. Troubleshoot was conducted. The customer was assisted with adjusting bolus. The customer states their level had been as high as 430mg/dl. The customer treated with bolus. The customer declined to troubleshoot for the highs. The customer states they were working with their diabetes educator.